Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, heavily calcified mid circumflex. The 3.0x12 mm xience v stent delivery system (sds) was prepared according to the instructions for use. The sds was advanced through the heavily calcified lesion and the stent was deployed successfully and the sds balloon was deflated without issue. An attempt was made to reinflate the balloon to perform post-dilatation; however, the balloon would not inflate. There was no evidence of blood in the lumen or inflation device. An nc balloon was used to complete post-dilatation successfully to complete the case. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.